Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information had also been previously reported under manufacturer report#3004209178-2016-14176: information was received from a health care professional via a representative regarding a patient in thailand who was receiving baclofen 2000 mcg/ml at a dose of 199 mcg/day via an implantable pump. The indication for use was not provided. It was reported that ¿three days ago¿ the patient had been admitted to the hospital due to autonomic dysreflexia (extremely high blood pressure/ 200 bp, headache) and he also had continuous abdominal myoclonus. ¿now¿ the blood pressure was is under control. They were trying to find the cause of the dysreflexia; if it is caused by severe constipation or inadequate baclofen . The patient had been taking 199.99 mcg per day for a long time without a problem. The doctor had tried to increased it to 210 and then 220 mcg per day but it was not helping the abdominal myoclonus at all. On (B)(6) 2016 a roller study by bolus 10 mcg and x-ray were performed. As reported, as the result of the roller study, ¿it should be move the pump rollers 60° from their original position but it does not seem 60 degree¿. However, per programming provided it was shared that the rollers should move 30° and the representative later reported on 2016-06-24 that the physician considered that the event was not a motor problem but needed to investigate and perform a contrast study. The actual reservoir volume was not known as the patient was refilled from another country and the record was not available. During a dye study on (B)(6) 2016, the physician could not aspirate or inject any fluid into the catheter access port (cap). Then he considered to inject some contrast but it also was unable to go through the catheter. It seemed like a complete occlusion, although not confirmed at this point, a catheter issue was suspected. Additional information was requested to clarify the reported dates of the event. Any further information received regarding this event will continue to be captured under this current manufacturer report #300756623 7-2016-02561.

Event description:
On 2016-07-25 the representative further clarified that the patient was admitted for symptoms on (B)(6) 2016, also reported at (B)(6) 2016, but the company representative was first notified on (B)(6) 2016. The patient had only experienced autonomic dysreflexia one time. An inquiry was made to verify the admitted date.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a health care professional via a manufacturing representative regarding a patient who was receiving lioresal (unknown dose and concentration). The patient got synchromed ii pump for lioresal drug implanted in (B)(6) 2015. On the day prior to this report date, the patient came in experiencing symptoms of autonomic dysreflexia, continuous abdominal myoclonus and high blood pressure. The health care professional suspected symptoms of baclofen underdose/withdrawal due to abnormal function. A roller study was performed to check for motor stall, the result showed normal function of pump motor. A contrast study (dye study) was also performed for investigation of catheter integrity. Using the 24g needle 24g in (catheter access port) cap kit, they were unable to aspirate any fluid from the cap and also unable to inject any fluid into the port. The health care professional considered opening the pump pocket and found that there was fluid inside the pocket. The catheter was disconnected from the pump connection port and it was revealed that there was no fluid flow from proximal end of catheter but there was some sticky yellowish tissue at catheter port and it was sent for bacterial culture. The catheter was explanted and investigated by injecting some normal saline and this revealed that there was complete occlusion at distal end of spinal segment of catheter. The catheter was explanted on (B)(6) 2016 and replaced; the new catheter was implanted and connected to old pump successfully. There was patient injury and the patient status after device removal was recovered without sequelae

Event description:
On (B)(6) 2016 the representative confirmed that the admitted date was indeed (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.